Event description:
It was reported, the patient's device was having telemetry issues and an internal neurostimulator (ins) overdischarge was suspected. The patient stated that he had stimulation on (B)(6) 2012. The patient further stated that he usually charged the device every 1.5 weeks and his last charging session was 2 weeks ago. The manufacturing representative indicated that it was "less than a month ago" that the patient had last felt stimulation and successfully recharged the device. The manufacturing representative stated that the ins could not communicate with the clinician programmer, the recharger or the patient programmer. It was noted that the ins was "somewhat tipped in the pocket". The manufacturing representative noted that a "short physician mode recharge (pmr) was performed with no success" and a longer pmr and possible x-ray would be performed. Additional information reported that the manufacturing representative was able to successfully complete the pmr and charged the device to 25%. It was noted that all the impedance values were good and no reprogramming was needed the patient had stimulation in all of his painful areas. The manufacturing representative stated that the battery seemed to be tilted to the side of the patient's abdomen and it was difficult for him to recharge because, he had gained weight. It was further noted that a "possible pocket revision of the ins" was discussed, but would don't be performed until after the patient had recovered from his hip surgery. The patient was instructed to continue to keep his stimulator battery charged.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3708160 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type extension product ID, 3708160 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type extension. (B)(4).